Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying that the customer was using the correct components; verifying that the parts were being washed and dried according to the instructions for use, and verifying breast shield fit. In follow up with a complaint handler on (B)(6) 2021, the customer indicated that she was originally gifted a sonata pump, for which the suction started to fail and she called customer service after troubleshooting and replacing parts and was sent a replacement sonata. She stated that the replacement also started to experience suction issues too so she purchased a pump in style advanced as a last minute resolution to avoid being unable to properly express over a weekend. The pump in style advanced became her main breast pump until around (B)(6), where she began to experience low suction. She indicated that she replaced all available parts and still did not see much of a difference and she began experiencing clogs and lumps that she could not clear effectively. She indicated that she ended up purchasing a pump in style max flow on (B)(6) along with a lactation massager and a medela manual pump and extra spare parts in order to keep from having a medical issue. After still not being able to remove the clog with suction from the pump in style max flow she visited an emergency room for treatment on tuesday (B)(6), where she was diagnosed with mastitis, given IV antibiotics, and sent home with a prescription for 10 day course of antibiotics as well. Additionally, she indicated that she has completed her antibiotics along with a breast exam. Based on the results of our internal investigation (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her sonata breast pump had low suction. On (B)(6) 2021, the customer called back and alleged that she ended up in the emergency room with mastitis due to the pump in style max flow having low suction (which became our aware date). The customer is better now, but is scared she will develop it again.